Event description:
Per beckman coulter inc. (Bci) customer, low platelet (plt) counts from 3 different patient samples have been generated by the coulter lh 750 instrument. The customer stated, the plt results did not match manual slide estimates and were not flagged for plt clumps. Patient a: a plt result obtained from the lh 750 instrument was 215 x 10 degrees cells/ul, with an "r" flag. (R-review the result according to your lab's protocol. When editing parameter results, this flag requires special handling. Any parameter derived from an r-flagged parameter cannot be recalculated until the parameters with the r flags have been edited. R flags may also indicate a system alarm has occurred. System alarms may also indicate a flow cell error. Check the event log for details) the sample was tested on a different instrument and a result of 203 x 10 degrees cells/ul was obtained with no flags. A manual slide count was 360 with giant plt noted on the smear. Patient b: the lh750 result was 57 x 10 degrees cells/ul with "r","l" (l-result is lower than your preference interval low limit. Follow your lab's policies for reviewing the sample) and giant plt and plt clumps instrument generated flags. Plt result obtained from a different instrument was 54 x 10 degrees cells/ul, with the same flags as from the lh750 instrument. A manual slide count was 160 with giant plt noted on the smear. Patient c: a plt result generated by the lh750 instrument was 295 x 10 degrees cells/ul and a result of 293 x 10 degrees cells/ul was obtained from a different instrument. None of the results were flagged. A manual slide count was 600 with giant plt clumps noted on the smear. Plt results obtained from the lh 750 and from the different instrument were not reported out of the lab. There was no death, serious injury and no change to patient treatment associated with this event.

Manufacturer narrative:
Qc was within specifications. The specimens were collected in bd, 3ml tubes. A fse was dispatched to the customer's lab: the fse inspected the instrument in relation to plt sample flagging issues and no problem noted. The fse replaced psi regulator. The fse verified repair per established procedures. Giant plt and plt clumps are known interfering conditions for this method. Per product labeling: "MFR does not claim to identify every abnormality in all samples. Mfrsuggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. MFR recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions". Plt clumps and giant plt may have contributed to this event. A malfunction will be assumed for the purpose of this report.